Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19aug2019. The fse confirmed the issue occurred during pvt. The fse replaced power supply to address the reported issue. The fse retested the unit and passed the test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) reported that during performance verification testing, the unit failed the electrical safety test. There was no patient involvement.